Event description:
It was reported "the nurse inflated the pilot balloon and the cuff. The tracheal cuff separated from the tube at the base of the tubing without pulling over or inflating the cuff. The patient had the tube removed and re-ventilated. A second video laryngoscopy and a second intubation was performed." Additional information provided reported "the patient did have desaturation as he was under ventilation. The direct consequence was a second laryngoscopy. No clinical deterioration following the incident.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual complaint sample was returned for investigation. Based on the visual inspection, it appears that the side arm of the returned actual complaint sample was detached at the inflation tube joint of the side arm. The inflation tube joint of the side arm area of the actual complaint sample was examined using dino lite. It was observed that the side arm detached at the inflation tube joint of the main tube. A remaining of inflation tube of side arm was firmly attached to the main tube. However, there is 100% inspection process perform for this product. Therefore, if inflation tube side arm detaches from the main tube, the defect can be detected online as the product cannot be inflate. Based on the investigation conducted the complaint mode cannot be confirmed. The side arm was observed detached from the main tube but there was some remaining of inflation tube in airline of the main tube, however, there was 100% inflation deflation test during manufacturing process and such defect can be detected during the process. The returned complaint device does not meet manufacturing release specifications. The complaint root cause was not determined." Teleflex will continue to monitor and trend on complaints of this na ture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the nurse inflated the pilot balloon and the cuff. The tracheal cuff separated from the tube at the base of the tubing without pulling over or inflating the cuff. The patient had the tube removed and re-ventilated. A second video laryngoscopy and a second intubation was performed." Additional information provided reported "the patient did have desaturation as he was under ventilation. The direct consequence was a second laryngoscopy. No clinical deterioration following the incident.